Event description:
Symptoms/ae: in-stent restenosis. Time of ae: approximately 6 months after the procedure. It was reported that approximately 6 months post an uneventful right internal carotid artery stenting procedure, the pt was found to have 80% in-stent restenosis. The pt was asymptomatic, but during a follow-up exam, the physician heard a bruit. The pt returned for an ultrasound examination and an in-stent restenosis was found. In 2008, the pt was rehospitalized and was stented within the existing stent with another xact stent. There were no adverse pt sequelae reported. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis is a known possible adverse event associated with the use of carotid stents as stated in xact instructions for use (IFU). The device was not returned to abbott for analysis. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.